Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. 4196-88, (B)(4).

Event description:
It was reported that the system is infected and hematoma was noted at the ICD site. As of (B)(6) 2011, the patient is still symptomatic and on antibiotics.